Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the sg value data is limited as there are large gaps in the data, indicating that that user had not been using the system consistently. Customer care recommended that the user continue using the system and enter calibrations when the glucose is not changing rapidly. No further follow up with the user was possible as the user remained unresponsive to multiple communication attempts. No further investigation was possible.

Event description:
On march 15th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.